Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: the customer did not wash the test site prior to testing. Customer did not use device according to label copy. Not washing hands may cause imprecise readings.

Event description:
Customer reported receiving a reading of 441 mg/dl on his freestyle lite meter and gave himself 4 units of insulin. He then went to work, but felt ill so he did another glucose test and received a reading of 352 mg/dl. He gave himself another 4 units of insulin. Customer then started experiencing symptoms of hypoglycemia and called paramedics. While driving to meet the paramedics, customer reportedly lost consciousness. Paramedics started an intravenous infusion of unknown type and transported him to a local hospital where he was diagnosed with hypoglycemia. He thinks he may have been given additional insulin and food to eat. There was no report of death or permanent injury associated with this event.